Event description:
Boston scientific received information this device that a replacement procedure was performed. This device was removed. There was concern that the battery depleted more rapidly than expected. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, there has been no return of product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.